Event description:
Victim (my dear mother) departed "died in her sleep", sometime on (B)(6) 2020. She was an involuntary patient, though voluntary complying with assisted living facility personnel, I think that had numerous alzheimer's patients, seniors getting nursing care. I "have" no info available as to what was going on with her "medical". Her death may have been related to that corona virus "miasmic" scare currently on a multi-national level. I'm sure you are aware of it.